Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. Service was not requested as this event was isolated to one patient's sample.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding pth results above the assay linearity for one patient sample generated by the access 2 immunoassay system that did not match the clinical picture. The patient's last pth that resulted below the assay linearity was 348pg/ml on (B)(6) 2009. No reports of death, injury, or change to patient treatment have been reported in connection with this event.